Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2007. Over one year after three xience v stents were implanted the patient was admitted to the hospital with acute coronary syndromes and gastroenteritis. No treatment was performed and in 2008, the symptoms were resolved. Three months later, the patient was rehospitalized with a head injury that was treated with medications; however, the patient expired. No additional event or patient information is available.

Manufacturer narrative:
The two xience v coronary stent systems are being filed under the same MFR number.